Event description:
Info received indicates the bed has no functions.

Manufacturer narrative:
The tech found the bed was blowing fuses due to a bad controller. The tech replaced the controller to repair the bed.